Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that when the patient returned for a follow up CT scan on an unknown date approximately 3 years post the index procedure it was identified that the endurant limb had migrated into the aneurysm causing a type ib endoleak. Intervention was performed with the embolization of the iia and additional stent graft extension into the eia. The procedure was completed with no issues. It was reported that the physician attributed the cause of the event to be anatomy related. It was reported that the physician assumed that the event occurred probably because the landing zone in the common iliac artery was short in the index evar. No additional clinical sequelae were reported and the patient is being monitored.